Manufacturer narrative:
The hill-rom tech has not yet investigated the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012, 2013, and 2015. It is unk if the facility performed any other preventative maintenance on this bed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).